Event description:
Boston scientific received information that a red alert was detected from this device due to v-tachy mode set to value other than monitor + therapy. Efforts to obtain additional information regarding this issue were unsuccessful.

Manufacturer narrative:
Additional information was later received noting this device was explanted for normal battery depletion. The device was not returned for testing.

Manufacturer narrative:
According to our resources, the device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information iis received.